Event description:
It was reported that the patient experienced low blood glucose with fluctuating readings, with a nadir of 78 mg/dl, and the caregiver was treating with oral glucose using the 15-15 method while seeking guidance on announcing a meal. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful self-management with oral carbohydrate intake and education on timing of meal announcement and use of toast to curb hunger and raise glucose gradually. Investigation included troubleshooting and education with guidance on ongoing hypoglycemia management. Investigation of this case revealed no device malfunction reported and no component issues identified, with the event attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.